Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2014 due to unknown reasons. The acetabular cup, modular head, and taper insert were replaced with competitor acetabular components and a biomet ceramic head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.